Event description:
The device was being used during a venous ablation procedure on the left short saphenous vein. At four days post procedure ((B) (4) 2010), a venous duplex ultrasound showed a left popliteal dvt. Patient was asymptomatic and was prescribed lovenox and coumadin. On (B) (6) 2010, a duplex ultrasound showed no further propagation of dvt and the patient remains asymptomatic. The vein was successfully closed.

Manufacturer narrative:
The device was not returned for evaluation. The physician stated that the device did not malfunction and confirmed that the device worked properly during surgery. This incident was believed to be the result of how the surgery was carried out. Lack of post procedure ambulation and the subsequent treatment of the gsv in the same leg on the same day may have contributed to the thrombosis formation. Patient was also noted to have an approximate 3mm vein pre surgery. A vein of this size would be a small factor, if any, contributing to the patient's symptoms. The patient is doing well and continues to be asymptomatic. Additionally, dvt is a known side effect for these types of surgical procedures.